Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Facility name: unknown/not provided. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient included in a clinical study has bilateral zxt375 intraocular lenses (iols) implants. At the 4th month visit, the patient complained of being moderately bothered by halos, multiple/double vision, sensitivity to light, glare, poor low light vision, difficulty driving at night, and reading. There is no planned intervention. Visual acuity (va) for both eyes (ou) is 20/20. Implant date for left eye (os) is (B)(6) 2019, and implant date for right eye (od) is (B)(6) 2019. It was learned that at the 3-month study visit the patient reported some bother with visual symptoms, but did not affect his daily living. However, at the 4th month visit, the preoperative monocular best corrected distance visual acuities (bcdvas) were od 20/25 and os 20/25, so the drop is one line from the preop visit. In addition, there was a diagnosis of epiretinal membrane (erm) in the left eye at the 4-month visit. The site believes the erm contributed to the lower-than-expected visual acuity in this eye. The subject reported that the visual symptoms did significantly interfere with her daily activities, and mentioned driving and reading in the patient reported visual symptom questionnaire (prvsq). No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).